Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a plum set that reported when phyxol (paclitaxel) infusion was completed, the nurse checked blood backflow and took the cassette out of the pump. The white cap of the secondary port dropped, which cause chemo drug spilling. There was patient involvement ,and no report of adverse event.